Event description:
Caller alleged discrepant low inratio inr result in comparison the laboratory inr result. Results are as follows: date: (B)(6) 2014. Inratio inr: 1.3. Laboratory inr: 2.3. The time between testing was seven (7) minutes. There was no reported adverse pt sequela. There was no additional provided.

Manufacturer narrative:
Investigation pending.